Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4). Description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient was admitted to the hospital due to severe pain in legs and back. Magnetic resonance imaging showed epidural hematoma. The patient underwent lead pull and laminectomy was performed to relieve cord compression from hematoma. The patient was doing well.